Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair is being escalated to product event due to reason for the return.

Manufacturer narrative:
H3 product analysis: evaluation determined that the device was tested and the maximum temperature was measured to be 122°f. The likely cause was identified as due to worn bearings. B3 date of event notification: 26-jul-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.